Event description:
"Customer stated the bss fluid would not advance through three of the cannulas". (2 of 3)- part of retrospective review.

Manufacturer narrative:
"Customer stated the bss fluid would not advance through three of the cannulas". (2 of 3)- part of a retrospective review.